Event description:
Consumer called to report fructuating meter readings. Analysis run on clark error grid using average readings (186) as ref. Point vs. Bd readings of 61, 169, 207, 240, 251 yielded data points in the e zone of the grid, outside of acceptable limits.